Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4543 competitor implantable pacing lead - (B)(6) 2007; 5076 implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received several inappropriate shocks due to t-wave oversensing (twos). The device programming was updated with additional enhancements, and the sensing was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.